Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 02/25/2009 the lay user/patient in the (B)(6) contacted lifescan (lfs) alleging the one touch easy meter was displaying the 'apply sample' icon despite correct sample application. The technical services representative (tsr) contacted the patient to obtain and verify information, but was unable to reach him by telephone. On (B)(6) 2009 at 10:00 pm the patient attempted to test his blood glucose level, however the reported meter continued to display the 'apply sample' icon after he applied the blood sample; he did not obtain a reading. On (B)(6) 2009 at 12:00 am the patient reportedly experienced the symptoms of shakiness and disorientation. The patient administered self-treatment by consuming a chocolate biscuit and orange juice and felt better afterwards. He did not seek any medical attention or treatment. Earlier on the day of this event, at 1:00 pm, the patient used the reported meter successfully and obtained the blood glucose reading of 9.7 mmol/l. The patient takes lantis insulin 26 units in the morning and 14 units at night. It would be been helpful to determine if the patient was experiencing any symptoms at 10:00 pm when he used the meter, if he attempted to test his blood glucose level while symptomatic, his expected blood glucose readings, if the patient made any adjustments to his meals or medication doses because he was unable to obtain a reading, and how often per day the patient tests his blood glucose level. During the troubleshooting telephone call, the tsr determined the patient's testing technique was correct, and the test strips correctly drew in the blood sample. The issue was not resolved. The meter, test strips and control solution were replaced. The patient claimed he experienced symptoms suggestive of severe hypoglycemia two hours after he was unable to successfully test his blood glucose level using the reported meter, and received treatment with food to alleviate those symptoms. Therefore this complaint is being reported.